Event description:
Three blood leaks occurred with aps-1050s lot no. 618g8u. One leak occurred at the initial use, one leak at the 11th reuse, and another leak at the 19th reuses. The total blood loss is approx. 300cc each, since the blood was not returned to the patient. The patient is well.